Event description:
It was reported that during a coronary stenting treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. During the procedure, the physician asked for a liberte bare metal stent but was handed a taxus liberte drug eluting stent (des) which was implanted in the patient. No patient complications were reported with the patient's current condition listed as "fine". It was noted that the physician does not like the taxus liberte des and liberte bare metal packaging names; it was felt that they are too similar.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.